Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was performing an avm embolization procedure. During the procedure, a sonic 1.5f microcatheter was used for embolization. The microcatheter was initially navigated successfully to the target location using a guidewire. However, while attempting to reach the desired location, it was noted that the shape of the guidewire had become distorted. The wire was therefore withdrawn, reshaped appropriately, and reintroduced. During readvancement significant resistance was encountered midway within the catheter. A slight forward push was applied, however resistance continued to be felt. The guidewire was then withdrawn to assess the issue, and it was observed that the distal tip of the wire had remained inside the catheter, while the proximal portion had been removed, indicating kinking and possible separation within the microcatheter. After that the sonic 1.5f microcatheter was carefully withdrawn from the vessel and flushed with saline, following which the retained distal wire fragment was successfully retrieved. A new guidewire hybrid008d was then used, and the procedure was completed successfully without any further difficulty." Incident report form submitted for this complaint indicates that no patient injury was sustained.